Event description:
The patient expired. The patient had metastatic colon cancer. He was being cared for by hospice when he passed away. He was last seen in 2008. The cause of death was unrelated to the implanted system. The pump was used to deliver hydromorphone, bupivacaine, compounded baclofen, and clonidine.